Event description:
Enduser advised joystick was replaced about a year ago and not working properly. Enduser advised chair goes to the right without even moving joystick. Enduser advised has to put chair in reverse to get going and then goes at a slow speed.